Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the first inflation for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.